Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting his insulin pump was not working. His blood glucose is 259 mg/dl. Customer stated that he was carrying the device in his pocket when it fell out and hit the ground. The device was not working correctly, so customer reset the settings. When he primed the device, insulin squirted out. Customer noticed the insulin pump was physically damaged. The drive support cap was cracked and falling apart. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump received with a minor scratch on display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked end cap.